Event description:
The user experienced facial nerve paralysis immediately after the implantation surgery, reportedly caused by thermal injury. The current condition is grade 1 facial paresis.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced facial nerve paralysis immediately after the implantation surgery, reportedly caused by thermal injury. The current condition is grade 1 facial paresis.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced temporary facial paralysis post implantation surgery. Reportedly the symptoms resolved and the recipient is successfully using the device. The device remains implanted and in use.